Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (event site telephone).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed ac power cord earth conductivity test. There was no patient involvement.